Manufacturer narrative:
Block b3: exact date unknown, event occurred four months prior to the date the manufacturer became aware.

Event description:
It was reported that the patient was not able to fully charge the implantable pulse generator (ipg) due to difficulty charging the device. The patient underwent an ipg replacement procedure was doing well postoperatively and the explanted device was disposed by the facility.